Event description:
On (B)(6) 2003, a sparc sling was implanted to treat stress urinary incontinence. It was reported that a surgical intervention was performed on (B)(6) 2011 for "symptoms" due to the implanted mesh. Plaintiff's attorney has alleged that, "as a result of having the pelvic mesh products implanted in her," plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," had "loss of enjoyment of life," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.